Event description:
As reported, the 6f exoseal vascular closure device (vcd) was inserted into a 6fr short sheath and used according to standard procedure. After blood backflow stopped, the device was carefully withdrawn, but there was no change in the visual indicator, and the device was pulled out completely. Manual compression was therefore performed to achieve hemostasis. There was no reported injury to the patient. The device was used for hemostasis during treatment of the left superficial femoral artery (sfa) via a same-side antegrade approach. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) was inserted into a 6fr short sheath and used according to standard procedure. After blood backflow stopped, the device was carefully withdrawn, but there was no change in the visual indicator, and the device was pulled out completely. Manual compression was therefore performed to achieve hemostasis. There was no reported injury to the patient. The device was used for hemostasis during treatment of the left superficial femoral artery (sfa) via a same-side antegrade approach. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18463255 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was inserted into a 6fr short sheath and used according to standard procedure. After blood backflow stopped, the device was carefully withdrawn, but there was no change in the visual indicator, and the device was pulled out completely. Manual compression was therefore performed to achieve hemostasis. There was no reported injury to the patient. The device was used for hemostasis during treatment of the left superficial femoral artery (sfa) via a same-side antegrade approach. Additional information was requested; however, the information was not obtained after multiple attempts. The device will not be returned for evaluation.